Event description:
The patient reported the following: "I had a hip replacement on (B)(6) 2010 - stryker acetabular trident alumina ceramic bearing. The ceramic cup and ball have failed and I must now undergo another operation to replace the failed components of this device. After about a year, my hip clicked when I walked, however, within the past several months, the hip clicks and double clicks and now also squeaks when I walk. The sound is quite loud and very annoying. I have met with my surgeon and will be scheduling an operation for (B)(6) to replace the ceramic components."

Manufacturer narrative:
At this time, the device is still implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
Explant date updated. An event regarding squeaking involving a trident alumina insert was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant could not confirm the event. A device history review confirmed all devices accepted into finished goods conformed to specifications. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
The patient reported the following: "I had a hip replacement on (B)(6) 2010 - stryker acetabular trident alumina ceramic bearing. The ceramic cup and ball have failed and I must now undergo another operation to replace the failed components of this device. After about a year my hip clicked when I walked, however, within the past several months the hip clicks and double clicks and now also squeaks when I walk. The sound is quite loud and very annoying. I have met with my surgeon and will be scheduling an operation for mid-october to replace the ceramic components."